Event description:
It was reported that the procedure was to treat a calcified lesion in the right coronary artery. A 3.0 x 28 mm xience prime stent was implanted distally. The 3.5 x 33 mm xience prime stent delivery system (sds) was then advanced to the proximal lesion, but could not cross and the struts became crushed. An attempt was made to pull the sds into the guide catheter; however, the stent became caught on the guide catheter. The guiding catheter, guide wire and sds were removed as a unit. Two new xience prime sds were used to treat the mid and proximal lesions successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent damage was confirmed. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.